Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient hasn't used the programmer to connect to patient's ins in a while and said it was past due that they check patient's settings. Caller also said patient no longer feels stim but hasn't felt it for a long while and caller said their body must've gotten used to stim sensation. Caller said they tried to connect to the ins and they saw the poor communication screen. Caller said they have changed the batteries in the programmer and tried connecting with the antennae multiple times. Caller said they first noticed this screen a couple days ago. Had caller try to connect to ins without antennae, confirm implant location by palpating skin, reposition programmer over ins a few times and still received poor communication screen. Reviewed poor telemetry and potential eos. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to check implanted system. Caller said patient does not have managing hcp after they've moved. Sent physician listings. Additional information was received from the patient. When asked about the cause of poor communication screen, they reported the cause was not determined and the most likely cause was "battery (internal) seemed to be dead even though it was only installed 4 years ago". When asked what steps were taken to resolve the issue, they reported they visited a urologist who was performing tests. The issue was not yet resolved. The cause of the inability to feel stimulation was determined to be that the battery inside was dead. When asked what steps were taken to resolve the issue, they reported they were being followed up by urologist. This issue was not yet resolved.